Event description:
On (B)(6) 2012, the reporter/distributor from (B)(6) contacted animas (anm) alleging a load step malfunction issue. The distributor did not allege any harm or injury because of the reported issue. The distributor claimed that the cartridge was not recognized. The alleged issue reportedly occurred in the u.s. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a load step malfunction issue. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2012). Additional information: correction # 2531779-03/24/2010/003-r.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed two 'no cartridge detected' warnings. On testing, the pump failed to recognize the cartridge during the load step and emitted a 'no cartridge detected' warning. A force sensor calibration reading was not able to be obtained due to the load step malfunction. The pump was opened for further investigation and revealed a misaligned force sensor circuit component on the printed circuit board.